Manufacturer narrative:
The battery clips were returned to the manufacturer, and are currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. The report of a loose battery clip threaded connector is currently being addressed through the manufacturer's corrective/preventive action system and an urgent medical device recall (2916596101409-001r) has been issued.

Event description:
The pt was implanted with a left ventricular assist device (lvad) the vad coordinator reported that the pt was supported by batteries and had difficulty when attempting to disconnect from one battery clip. The pt reported that disconnection was not possible and required assistance. The battery clips and system controller were exchanged. No further issues were reported.